Manufacturer narrative:
Return of product has been requested. No physical return of product was provided. Root cause can only be verified by a product return.

Event description:
Gum bled [gingival bleeding]; metal part of toothbrush with brush head on broke off and gums bled; snapped and hit gum and it started bleeding [injury associated with device]; metal part of toothbrush with brush head on broke off, top part snapped [device breakage]. Case description: a (B)(6) male consumer reported that while using an oral-b pro 600 toothbrush on (B)(6) 2016, the metal part of the toothbrush with the oral-b power oral care refills cross action broke off in his mouth, and he explained that the top part snapped. He stated he was not cut, but his gum bled a little. The consumer reported he had the toothbrush for 8 months, it has never been dropped, and he has replaced the brush head 4 times. He used the product 4 times per day. The case outcome was recovered. No further information was provided. (B)(6) 2016 received follow-up: the consumer reported he put the most recent brush head on the toothbrush in (B)(6) 2015, and everything was fine with the toothbrush handle. He used it about 4 times per day for 2 minutes each time, and stated he probably put too much pressure on it. He reported that when the product snapped, it hit his gum which started to bleed, but it completely healed. The consumer reported that his (B)(6) son plays with the toothbrush by switching it on and off, but he never banged it or damaged the product. No further information was provided.